Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing. A technical support specialist verified the patient details, and it was confirmed that the patient had been discharged. The tss advised the customer to follow the knowledge article "patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work" steps on how to undo the discharge in the es server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient ID was not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient ID was not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.